Event description:
The event involved a primary plum set, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 104 inch where the customer reported that the device was found to be leaking chemotherapy, at the location of the filter, onto the patient's skin during infusion. The patient¿s skin was cleaned according to biohazard policy. The line was changed, and chemotherapy infusion was completed without further issue. There was patient involved but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional contact information (B)(6).